Event description:
An infusion pump was in patient's room, and had been previously utilized without problems. The pump was turned off for approximately two hours and when it was powered on for use, it alarmed "restart". The lcd display was cutting in and out. The pump was replaced. There was no patient harm. Biomed assessment: biomed was unable to reproduce the problem. They reseated the display connector as a preventative measure, and verified proper operation of lcd displays. The unit passed the manufacturer's test procedure. The pump is currently in biomed, and is recommended to be returned to service.